Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, a type 1a endoleak with stent migration (7 to 10 mm) was identified. An intervention has been scheduled. The patient is currently being monitored while waiting for an intervention.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, the migration is unconfirmed due to a lack of relevant comparative medical imaging. The type 1a endoleakis confirmed by a still photo. Additional findings of a type 2 endoleak (non - device failure) of lumbar occurred. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the still photos available for review. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: b5: describe event or problem; h6: result code: remove code 3233; h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, a type 1a endoleak with stent migration (7 to 10 mm) was identified. An intervention has been scheduled. The patient is currently being monitored while waiting for an intervention. Additional information: the type 2 endoleak was discovered during review of the still photos provided. An intervention was completed with the use of ballooning and placing an endurant (non- endologix) stent. A small residual type 1a endoleak was still present at the end of the procedure.